Event description:
Consumer claims to have been pierced with the inverness ear piercing system sometime on april 1998. She sought medical treatment for infection of the ear piercing site on 11/05/1998. She was treated at the hosp from 11/10/98 to 11/14/99 with antibiotics.